Event description:
The physician implanted an esophageal in his pt. The implant was uneventful and the pt sustained excellent clinical results with good swallowing function. After an office visit on february 18, the pt became ill and was admitted to the hospital and scoped. A perforation in the mediastinum was observed and the pt went to surgery to explore and correct the problem. The pt expired after the surgery. The physician stated that he does not believe that is was the stent that caused the erosion. He believed that he may have over-dilated the lesion, fracturing the wall of the esophagus with the balloon prior to implant.